Event description:
It was reported that there was atrial undersensing. Follow-up revealed that the atrial undersensing was due to a disconnected atrial lead. The lead was revised to correct the disconnection. The lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.